Event description:
A zoll psr contacted zoll customer support to report that a (B)(6) male patient's monitor wouldn't power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The root cause of the inability to power on is currently under investigation. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.